Manufacturer narrative:
Correction - h6.

Event description:
Related manufacturer's reference number: 2017865-2021-37926, related manufacturer's reference number: 2017865-2021-37928, related manufacturer's reference number: 2017865-2021-37929. It was reported that the system was explant due to an infection and pocket erosion. The patient was in stable condition.